Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The assignable cause for the reported issue undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a call, the patient requested to end therapy early due to experiencing chest pain. It is unknown if the patient was seen at the hospital or received interventions for the complaint of chest pain. The facility nurse was unable to confirm this event.

Manufacturer narrative:
(B)(4). The device has not been returned to baxter product analysis lab for evaluation. Baxter is attempting to obtain additional information and will submit a follow-up should additional information become available.

Manufacturer narrative:
(B)(4): the facility nurse reported that the event of patient chest pain was unrelated to baxter products or solutions. The patient was not hospitalized. The patient outcome was good and the issue was resolved.